Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the user experienced dizziness when they used the magnifying lpe 3.0x blk r 13in to 16in working distance (1-5016). User health outcome is unknown at this time; however, no death or surgical delay was reported.

Manufacturer narrative:
The magnifying loupe (1-5016) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported issue were identified. Failure analysis - the returned magnifying loupe was received in used condition with no visible defect. Visual/functional evaluation noted that the unit met specifications and was able to magnify without issue. The issue of causing dizziness could not be duplicated. Root cause - the magnifying loupe met specifications and functioned as intended. The issue of causing dizziness. May be the result of user preference. The product uses magnifying lenses that may show objects out of focus when viewed at odd angles. Per the instructions for use (IFU), the loupe barrels should be against or close to the eye shield with the loupes between a 45° and 60° angle. No manufacturing, workmanship or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.